Manufacturer narrative:
A representative went to the site to preform system check out. It was reported that they were no able to reproduce the issue and the system was preforming with no issues. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while getting the system ready in the morning, they were unable to move in the x and z planes. The x and z movements were not working. No patient was present. Additional information noted that there were no manual work arounds were used to resolve issue.